Event description:
First two staple loads would not engage on stapler. The third load engaged but wouldn't fire. The fourth load fired but needed manual override to open jaws. A new stapler had to be opened to complete the procedure. Failed stapler had patient contact but no patient harm. Product is available to be returned to the manufacturer.